Manufacturer narrative:
Correction information: g6: follow up #1. H6: coding changed based on the investigation result. Replaced the bending rubber.the scope was returned to the hospital. Reminded the hospital that the daily operation and reprocessing procedure of the endoscope should be regulated in accordance with the IFU, which can reduce the occurrence of accidents. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The bending rubber leaked and could not be used. The time of event is unknown. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.